Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation of the device shows the anchor broke at the eyelet. The eyelet portion of the anchor remains in the inserter. The hex of the anchor is no longer aligned with hex of the inserter. Eyelet portion of the anchor cannot be removed due to this condition. Through examination of the inserter and anchor we have determined that excessive forces applied during insertion caused the failure of the anchor. (B)(4).

Event description:
Anchor snapped off at the neck so half of it was in the patient, surgeon had to drill three holes around the anchor in order to remove it with needle nose pliers. Additional information confirmed patients bone quality was average. The surgeon used two finger technique, small elevator was used to prep the site, alcohol and betadine used on skin prep.